Event description:
Same case as MDR ID# 2134265-2011-04367. It was reported that during a peripheral treatment procedure a, balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5 fr unspecified non bsc introducer sheath was inserted and then a 0.035 non bsc guide wire was advanced crossing a heavily calcified, very focal short stenosis. The stenosis was previously treated 4 weeks earlier with several different unspecified non bsc balloons with no effect on the tight stenosis. A 5x20x75 mustang balloon catheter was advanced to the target lesion. A unspecified non bsc inflation device was used to inflate the balloon to 24atms. No change to stenosis was observed, so physician made a clinical decision to further inflate the balloon and at 29atms balloon rupture occurred. The physician removed the 5x20x75 mustang balloon catheter with no issue. Upon removal a pin hole rupture of the balloon was noted by flushing the balloon. Following this a 5mm x 2cm x 90cm peripheral cutting balloon was used without any issues. Then a 6x20x75 mustang balloon catheter was advanced to the target lesion and inflated to 24atms with no change in appearance of the stenosis noted. The physician increased the pressure to 27atms. The balloon appeared to burst. The physician deflated the balloon and tried to remove it however, resistance was encountered. The balloon was stuck inside the vessel. The physician tried to remove the 6x20x75 mustang balloon catheter by applying further negative pressure to the balloon port, flushing through the wire lumen, and gentle pulling. Patient blood flow was checked by flushing through the sheath around the balloon shaft. Adequate flow to lower leg was noted and the foot was perfusing. A vascular surgeon was called to advise and assist. Physician tried further gentle flushing, twisting, advancing of the balloon. Eventually, with some force, the balloon came free from the calcified area and was removed through the introducer sheath. An examination of the balloon found it was severely damaged and a large section had dislodged and remained inside the patient. The physicians, through a general assessment of foot perfusion and the fluoroscopy images, decided that there was no significant risk to patient. No further patient complications were reported. The patient was administered heparin and kept overnight under observation. The physician stated that he did not think the balloon was at fault but believed the event could be due to the heavily calcified stenosis.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon material to its rated burst pressure failed due to the presence of a pinhole located approximately 13mm distal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the dfu states "do not exceed the rated balloon burst pressure." The rated burst pressure for this particular device is 24atms. (B)(4).

Manufacturer narrative:
Age at time of event: approximately 70 years. (B)(6). (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-04367. It was reported that during a peripheral treatment procedure a, balloon rupture occurred. Vascular access was obtained via the femoral artery. The 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5 fr unspecified non bsc introducer sheath was inserted and then a 0.035 non bsc guide wire was advanced crossing a heavily calcified, very focal short stenosis. The stenosis was previously treated 4 weeks earlier with several different unspecified non bsc balloons with no effect on the tight stenosis. A 5x20x75 mustang balloon catheter was advanced to the target lesion. A unspecified non bsc inflation device was used to inflate the balloon to 24atms. No change to stenosis was observed, so physician made a clinical decision to further inflate the balloon and at 29atms balloon rupture occurred. The physician removed the 5x20x75 mustang balloon catheter with no issue. Upon removal a pin hole rupture of the balloon was noted by flushing the balloon. Following this a 5mm x 2cm x 90cm peripheral cutting balloon was used without any issues. Then a 6x20x75 mustang balloon catheter was advanced to the target lesion and inflated to 24atms with no change in appearance of the stenosis noted. The physician increased the pressure to 27atms. The balloon appeared to burst. The physician deflated the balloon and tried to remove it however, resistance was encountered. The balloon was stuck inside the vessel. The physician tried to remove the 6x20x75 mustang balloon catheter by applying further negative pressure to the balloon port, flushing through the wire lumen, and gentle pulling. Patient blood flow was checked by flushing through the sheath around the balloon shaft. Adequate flow to lower leg was noted and the foot was perfusing. A vascular surgeon was called to advise and assist. Physician tried further gentle flushing, twisting, advancing of the balloon. Eventually with some force the balloon came free from the calcified area and was removed through the introducer sheath. An examination of the balloon found it was severely damaged and a large section had dislodged and remained inside the patient. The physicians, through a general assessment of foot perfusion and the fluoroscopy images, decided that there was no significant risk to patient. No further patient complications were reported. The patient was administered heparin and kept overnight under observation. The physician stated that he did not think the balloon was at fault but believed the event could be due to the heavily calcified stenosis.